Event description:
It was reported that the user experienced hyperglycemia while using an infusion set on the left side, with blood glucose reaching 305 mg/dl, and that a site change resolved the issue; the user noted this tends to occur when the set is placed on the left side, and no device alarms were reported. Symptoms included hyperglycemia. Outcomes included return of blood glucose to target range after the site change. Investigation included user troubleshooting and education, review of device performance as reported by the user, and replacement of the infusion set. Investigation of this case revealed no confirmed device malfunction, with the event consistent with infusion site performance variability without identifiable hardware or software failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.